Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/4/2020, mentor became aware that patient underwent bilateral replacement surgery with catalog number: 3504504bc; serial number: (B)(6) on the right side and with catalog number: 3504504bc; serial number: (B)(6) on the left side on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/13/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor received paper along with the device and became aware that the date of surgery was on (B)(6) 2020. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2 field d7 has been updated to 3/9/2020. Field h6 method code has been updated to "device not returned". Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 25, 2020, mentor became aware that patient's age was 61 at the time of event. Hence, field a2 has been updated from "60" to "61" on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/7/2020, device evaluation was completed. Device evaluation summary: during visual inspection of the device a crease in the posterior view. Within crease a tear was noted, measuring approximately 0.3 cm, causing a deflation. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant medical products: left side; 560cc mentor smooth round high profile; catalog number: 3503560; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with 560cc mentor smooth round high profile and was presented with right side delation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.